Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky or non responsive. The customer's blood glucose level was unknown. The customer also reported that the insulin pump rewind more than once and received unexplained no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. Device received with intermittent button response due to flattened esc, act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. (B)(4).